Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential undersensing causing beats to fall in refractory with inappropriately mode switch. The lead remains in use. No patient complications have been reported as a result of this event.